Manufacturer narrative:
Method: (process evaluation): medical review. Results: (evaluation result): per medical review - according to fmea (failure modes and effect analysis) it has been determined that inadequate vaulting was a consequence of wrong lens use which include the following: improper white to white measurement, variability of the white to white measurement based upon different techniques, poor correlation of white to white measurement and length of ciliary sulcus in a individual case, irregular ciliary sulcus or ciliary sulcus cyst and improper lens label. The medical device is not the direct cause of the event. Conclusion: (evaluation conclusion): based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to inadequate vaulting and the patient's vision was not clear. The lens was exchanged for a longer lens. The reporter indicated the event was due to a sizing issue and there was no problem with the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the root cause of the complaint. The lens sizing error most likely caused the insufficient lens vaulting. (B)(4).

Manufacturer narrative:
Pt weight: unk. Event date: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).